Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states balloon broken and balloon leaks during a hemicolectomy. The obturator and insufflation syringe were not received. The valve seal and locking collar were intact and fully functional. The balloon appeared intact. Functionally, the balloon was inflated and did not demonstrate any leaks. There were no other functional abnormalities. A photo was received with the instrument that showed the silicon layer of the balloon partially detached form the cannula at the distal end. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
Manufacturer reference number: (B)(4).

Event description:
According to the reporter, an air leak occurred after using the device for 30 minutes. As per additional information received, the reporter also alleged that the balloon broke. There was no reported patient injury or adverse event.